Manufacturer narrative:
Previously the manufacturer sent a correction incorrectly resulting in a record being created for MDR 2518422-2025-101981. This is a duplicate of MDR 2518422-2025-101807. A corrected report will be filed under MDR 2518422-2025-101807. All reporting will be addressed under MDR 2518422-2025-101807.

Manufacturer narrative:
The manufacturer previously reported the become aware date of 01/13/2025. This report is being sent to correct the become aware date to 01/20/2025. The due date and the date received by the manufacturer have been updated to reflect the change.

Event description:
Sermax case 0124832503/trilogy device/gb.